Event description:
Medwatch report (mw5114070) was received, home patients states: "I started to develop flank pain around (B)(6) 2022 that mimicked previous pain from a hiatal hernia and umbilical hernia he had repaired in 2005 with hernia mesh. The pain persisted and worsened to a level that was not tolerable and appts were made with his gp then a surgeon. The surgeon ordered a CT scan of the abdomen witch showed air pockets, fistulas and slippage of the hernia mesh. The dr. Performed an egd and visualized the twisting of his stomach due to hernia slippage and the state of the repair was not in tact. The surgeon took biopsies and observed no tumors or polyps. He has a flouro x-ray scheduled for (B)(6) and we will be making arrangements with the surgeon that day for the removal and repair of his failed mesh repair."

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Investigation: a medwatch report was received from a home patient. The details state "started to develop flank pain around (B)(6) 2022 that mimicked previous pain from a hiatal hernia and umbilical hernia he had repaired in 2005 with hernia mesh. The pain persisted and worsened to a level that was not tolerable and appts were made with his gp then a surgeon. The surgeon ordered a CT scan of the abdomen witch showed air pockets, fistulas and slippage of the hernia mesh. The dr. Performed an egd and visualized the twisting of his stomach due to hernia slippage and the state of the repair was not in tact. The surgeon took biopsies and observed no tumors or polyps. He has a flouro x-ray scheduled for (B)(6) and we will be making arrangements with the surgeon that day for the removal and repair of his failed mesh repair." Attempts were made to obtain additional information and medical records; however, no information has been provided. The medwatch report indicates that the report is for mesh manufactured by atrium medical, but the product code and lot number are unknown. No product has been returned and no images provided. Based on these factors, the complaint cannot be confirmed. Given the lack of details on the product and procedure involved, a device evaluation cannot be performed for this investigation. A complaint history, complaint trend, and CAPA review did not identify any related complaints, capas, or trends to specifically aid in the investigation. A number of complaints involving associated with mesh litigation were identified. A risk review found that the hazard/harm (reported defect) and associated severity is adequately addressed in the product's risk management file. Based on the details provided, it does appear the device was used in accordance with the labeled indications for use. The IFU discloses a number of adverse reactions, including pain and the need for surgical revision, that can occur due to the use of surgical mesh. A definitive root cause of the event cannot be determined; however, the conditions experienced by the patient are anticipated procedural complications. Production of mesh products were discontinued in july 2019. As there have been no new risks associated with this event and no indications of a supplier, design, or manufacturing related cause, no escalation is required for this complaint.